Event description:
Infant axillary temp was 104. A 1f at 1400 and tachypneic radiant warmer set at 36.5. Skin probe reading 36.1. Probe and neoguard in good placement. Connections checked and changed out neoguard. Probe read 36.1. New probe attached. Reading was 40.1c. Warmer temp setting decreased to 36.0c. Continued to closely monitor temp. Skin temp was 99.8 at 1459 and 98.6 at 1758.